Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microorganism was detected from samples taken from the elevator channel, air / water channel, instrument channel and suction channel of the subject device. Therefore, it satisfied the french guideline. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, the microorganisms were detected from samples taken from the subject device as follows. There was no report of infection associated with this report. First time: 27 cfu/endoscope (staphylococcus epidermidis, staphylococcus capitis, micrococcus luteus, staphylococcus hominis). Second time: 5 cfu/endoscope (micrococcus luteus).